Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe contained foreign matter described as a "metal piece." No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018 , previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: investigation summary: three photos depicting a 1ml ll syringe with needle. Picture #1 shows a long metal piece inside the syringe barrel. Photos 2 and 3 show the syringe disassembled from the needle and the long metal piece laying on the table outside of the syringe. Based on the picture the foreign matter cannot be identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The product listed in this complaint (p/n 309628) is a syringe-only no needle product. The needle was attached by the end user. When the syringe is manufactured and packaged, the stopper is in the bottomed out position ¿ at the barrel roof near the barrel tip. With the stopper in this position the piece of metal in the photo could not have been in the syringe barrel. Based on the available evidence, the metal foreign matter would have to have been introduced into the barrel during the product¿s manipulation/use. The foreign matter could not be attributed to the syringe manufacturing process. Based on the available evidence, the metal foreign matter would have to have been introduced into the barrel during the product¿s manipulation/use, therefore it could not be attributed to the syringe manufacturing process and no corrective actions recommended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ disposable syringe contained foreign matter described as a "metal piece." No serious injury or medical intervention was reported.